Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03380. It was reported that one of the patient's leads had migrated. As a result, surgery occurred on (B)(6) 2021 in which the lead was repositioned, which resolved the issue. It is not known which lead migrated and was repositioned, so both applicable leads are being reported.